Manufacturer narrative:
(B)(4).

Event description:
The customer's mother is calling to report that none of the buttons are responding. No adverse event alleged. A request was made for the return of the device.